Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Information received after a review of the patient's medical chart identified the following issues. On (B)(6) 2009, the patient experienced redness and tenderness at his ipg pocket site due to a hematoma, which was treated with antibiotics. On (B)(6) 2010, the patient experienced severe pain at ipg site. The patient's ipg was later replaced with a new one on (B)(6) 2011 due to normal end of life.